Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release. The device is not being sent back. Thus, a proper device analysis could not be completed nor the reported issues confirmed. There was no damage noted during preparation for use indicating a product quality issue did not contribute to the reported issues. Additionally, it was stated by the customer that they are using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenese are intended to be implanted in the capsular bag.thus, the lenes are being used off- label. Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factor may have cause or contributed to the damaged haptic is but is not limited to: loading strategy. Lens placement technique. Accessory device support. Poor handling during folding and inserting.

Event description:
It was reported that a monarch c was used to inject a CT lucia 602, the haptics were externalized in modified yamane technique for scleral fixation using tsk needle. Iol looked fine at end of the case, however, post op day 1 it was noted that the iol twisted 90 degrees. On (B)(6) 2022, it was confirmed that the iol was explanted and replaced with a competitor lens. No additional information provided.